Event description:
Total 10 blood leaks occurred in 2 different lots from 2004 to 12 days in hospital. Co is submitting MDR reports for these 10 blood leaks: lot unknown 2 leaks (8010002-2004-00014), lot no 035f5s 6 leaks, 1 leak lot no 039px3 (8010002-2004-00016), 1 leak lot unknown (8010002-2004-00017). This event is the second one. 6 blood leaks occurred in 2 pts after starting treatments. For 2 blood leaks the blood leak alarm went off within 30 minutes and blood leaks were observed visually. For other blood leaks hemoglobin checks in filtrate were positive (+) 1 hour after starting treatment, but 2 or 3 hours after starting treatment hemoglolbin checks in filtrate were negative (-). The blood loss volumes were unknown. The dialysis center reported that 6 blood leaks occurred in two different pts. However, the numbers of leakages per each pt are unknown. All pts were well and no medical treatments were given.